Event description:
Reporter indicated that the pt had an MRI done on 2002. Since that time, the pt reports feeling stimulation that is different than both pt's normal mode stimulation and pt magnet mode stimulation. Further follow-up revealed that the pt wants to remove the vns because it has been "shocking" the pt and pt has been having painful stimulation. The pt still has seizures with the vns, and has never been seizure free.